Manufacturer narrative:
The biomedical engineer (bme) reported that they could not hear the audible alarms from the central nurse's station (cns). While troubleshooting with nihon kohden clinical, it was discovered that the sound cable was unplugged from the elo monitor. Sound was restored after the cable was plugged in and the system was rebooted. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that they could not hear the audible alarms from the central nurse's station (cns). While troubleshooting with nihon kohden clinical, it was discovered that the sound cable was unplugged from the elo monitor. Sound was restored after the cable was plugged in and the system was rebooted. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported they could not hear the audible alarms from the central nurse's station (cns). While troubleshooting with nihon kohden clinical, it was discovered that the sound cable was unplugged from the elo monitor. Sound was restored after the cable was plugged in and the system was rebooted. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: during troubleshooting, it was identified that the audio cable was not connected to the display monitor of the cns. As the audio cable was unplugged, there will be no audio coming from the cns. Although not definitive, it is likely that a user had inadvertently unplugged the audio cable, or the audio cable connection was missed during set up. The most probable cause of the issue is user error, and inadequate cable management. The issue is related to user error. If the audio cable of the device was connected as it should be, the issue would have not occurred.

Event description:
The biomedical engineer (bme) reported that they could not hear the audible alarms from the central nurse's station (cns). While troubleshooting with nihon kohden clinical, it was discovered that the sound cable was unplugged from the elo monitor. Sound was restored after the cable was plugged in and the system was rebooted. No patient harm was reported.